Event description:
Ultrasound detected rupture, side not confirmed.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side ultrasound detected rupture.

Manufacturer narrative:
B5: describe event or problem: left-side ultrasound detected rupture.